Manufacturer narrative:
A ge service rep performed an onsite investigation. The left and right monitors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system's left monitor failed to display an image. This resulted in loss of live image. There is no report of death or serious injury.